Manufacturer narrative:
The information related to auto mode was not available with initial report. The correct information provided with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer did not state if they were using the auto mode feature at the time of the incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was almost above 600 mg/dl. The customer treated high blood glucose was working set and insulin. The customer also reported that the quickset was leaking from the top. The device will not be returned for analysis.